Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The outer insulation had breached environmental stress cracking. The outer insulation was also melted, had cosmetic metal induced oxidation, had cosmetic environmental stress cracking, and had a breached cut. All conductors had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism. There was a white substance.

Event description:
The lead was returned to the manufacturer after being explanted due to a system upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.